Manufacturer narrative:
No button error alarm was noted. However, the act button did not respond due to corroded keypad traces. The pump also had minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot, a cracked reservoir tube lip, and cracked reservoir tube.

Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was 58 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.